Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a posterior cervical spinal surgery while inserting of the synapse screws, the screw head was removed from the screw. While insertion surgeon felt stretching of the screw and screw head broken away from the screw. The surgeon used pliers to turn and remove the screw shaft portion of the screw which remained; from pedicle. There were no reports of patient harm or of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the screw assembly was received with the body/sleeve/bushing disassembled from the screw. The screw has bead blast texture polished in the midline of the spherical diameter, nicks on the screw thread and the anodize finish worn away. The screw t15 stardrive has nicks and some of the anodize finish inside the drive area worn away. The bushing has radial polishing in the internal spherical diameter and marks. All described non-conformances are post manufacturing. Due to the condition of the returned product, not all relevant features can be verified. The damage to the spherical diameter of the screw head makes accurate measuring impossible. The spherical diameter of the bushing, length of the sleeve and spherical diameter of the body can¿t be measured due to the parts being assembled. The bushing and sleeve raw materials can¿t be measured due to the parts being assembled. Due to the as received condition of the device, the complaint is confirmed as broken; however, the complaint is unconfirmed from a manufacturing perspective. Device broke during insertion and removed; device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.